Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three pictures and a product sample was received for evaluation. Visual and functional testing were performed. One sample was received in unused condition, with it's original packaging opened and unsealed inside a plastic bag. The sample was visually inspected under normal conditions of illumination and no discrepancies were detected. During functional testing, the pilot balloon was inflated using a syringe with air and the returned sample remained with air inside its pilot balloon and its cuff without signs of losing air. No root cause could be determined since the complaint of deflated pilot balloon was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when checking the product prior to the use of it, the customer noticed its pilot balloon did not inflate as sufficiently as usual. No patient injury was reported.